Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
It was reported that the space bar doesn't work properly, consequently some technical measurements are difficult to set up.

Event description:
It was reported that the space bar doesn't work properly, consequently some technical measurements are difficult to set up.